Event description:
Pt was being fed using a pump. 400 ml of an enteral feeding solution (consisting of 16 oz water, 1 tbs duscal, 11 scoops pregestimil) were hung, and the pump was set to deliver 30 ml/hr. 400 ml were delivered in 7.5 hrs. Following the event the pt vomitted and had a distended stomach (both of which may be symptoms of pt's medical condition). There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the event date given above is approximate.